Event description:
Per the field clinical specialist (fcs), approximately 10 years and 11 months post tavr procedure using a 26mm sapien xt valve, the patient is being evaluated for a valve in valve procedure due to aortic stenosis. No treatment date planned yet. Per medical record review, a recent echocardiogram showed mildly elevated gradients. Given the valve-in-valve configuration and increased gradients, a repeat echocardiogram was scheduled for (B)(6) 2025, followed by evaluation by the structural heart clinic. Discussions were held regarding the potential need for redo valve therapy, including options for repeat valve-in-valve tavr versus surgical replacement. Follow-up with the cardiologist was scheduled in 18 months. The transthoracic echocardiogram showed a mean aortic valve gradient of 24.6 mmhg, trace regurgitation, and an aortic valve area (ava) by vti of 0.75 cm2. Additional medical record received, approximately 10 years and 8 months post-tavr, the patient presented with exertional dyspnea during physical activity. Initial transthoracic echocardiogram showed a mean aortic valve gradient of 24.6 mmhg, trace regurgitation, and an ava by vti of 0.75 cm2. A follow-up transesophageal echocardiogram revealed an increased mean gradient of 30 mmhg, ava of 1.1 cm2, and a thickened, restricted leaflet. Given the patient progressive symptoms and echocardiographic findings, they are being evaluated for redo valve therapy. Options include repeat tavr-in-tavr versus surgical aortic valve replacement (savr), with the latter favored by cardiothoracic surgery. A right and left heart catheterization with dobutamine challenge is scheduled to assess gradient response to increased cardiac output, which may indicate severe stenosis despite the latest ava findings.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that patient factors along with the mechanisms listed above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.